Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture in the pump and in the battery compartment. The pump was unable to power on. A leak test showed a leak at a battery compartment crack and at the bottom right corner between display lens and pump seal. The pump case was removed and there was evidence of moisture contamination found throughout the inside of the pump. Further testing was not able to be completed due to no power and moisture ingress.